Manufacturer narrative:
After further investigation of the facts provided by the customer, the report malfunction was not replicated. However, the customer returned the device with a replacement knob installed. The original broken knob was not returned for evaluation. This report has been attributed to a broken knob. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's main switch was missing and they were unable to utilize the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.